Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum, peritonitis, gastrointestinal bleed and gastric perforation are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was admitted to the intensive care unit (ICU) via ambulance after she was found unresponsive at home with a decreased level of consciousness and was noted to have a dark stool. The patient was intubated in the emergency room and was hypotensive. IV fluids were given and patient's temperature of 30.8 celsius was treated with a blanket warmer. General surgery was consulted. An exploratory laparoscopy was done and it was determined there was a gastric wall perforation. Pneumoperitoneum was determined with upper gastrointestinal bleed and sepsis of unknown etiology. The patient was treated with antibiotics tazocin and vancomycin, pantoprazole and levophed infusion for blood pressure maintenance. Six (6) units of packed red blood cells ( prbc), 4 units of fresh frozen plasma (ffp) and 1 unit pooled platelets were transfused. Patient status unresponsive, intubated and ventilated, hemodynamically stable. On (B)(6) 2018, it was reported that the tubing was removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received: according to the physician, the patient had dyskinesia that was more severe for short periods through the day, it was worth considering that this impacted the outcome. On (B)(6) 2018, the goals of care were discussed with the family by the ICU physician and the decision was made to withdraw care. On (B)(6) 2018, the patient passed away. The immediate cause of death on the death certificate was end-stage parkinson¿s disease. It was unknown if an autopsy was performed.